Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a de novo pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It was noted that during faradrive preparation and upon aspiration of the sheath in the patient, air was sucked in the aspiration syringe. The faadrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that prior to air being observed, a non-boston scientific guidewire inserted and a non-boston scientific device was inserted for transeptal puncture. After inserting the faradrive sheath and retracting the dilator and guidewire, the sheath was aspirated. During aspiration, air was visible in the sheath, but the more fluid was aspirated the more air was seen in the sheath. No air was noted inside the patient. The only reported air was visible in the sheath. The guidewire was positioned in the left superior pulmonary vein (lspv) when the farawave catheter was inserted into the sheath.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that during a de novo pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It was noted that during faradrive preparation and upon aspiration of the sheath in the patient, air was sucked in the aspiration syringe. The faadrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that prior to air being observed, a non-boston scientific guidewire inserted and a non-boston scientific device was inserted for transeptal puncture. After inserting the faradrive sheath and retracting the dilator and guidewire, the sheath was aspirated. During aspiration, air was visible in the sheath, but the more fluid was aspirated the more air was seen in the sheath. No air was noted inside the patient. The only reported air was visible in the sheath. The guidewire was positioned in the left superior pulmonary vein (lspv) when the farawave catheter was inserted into the sheath.

Event description:
It was reported that during a de novo pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It was noted that during faradrive preparation and upon aspiration of the sheath in the patient, air was sucked in the aspiration syringe. The faadrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.